Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's wife that the patient received 6 inappropriate shocks due to the right ventricular (rv) lead fraying. The rv lead was replaced. No further patient complications have been reported as a result of this event.